Event description:
According to the reporter: the instrument made an unusual noise at the first application, then the instrument jammed and was difficult to remove from the trocar. The procedure was subsequently converted from laparoscopic to an open procedure.